Event description:
Patient reaction 20 minutes into treatment, ist use for patient for this kind of dialyzer. Temperature went up, eyes red and puffy. Treatment stopped. No rinseback done. Patient monitored then went home. No further problems.